Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Clinical notification received for revision of left total knee to address periprosthetic distal supracondylar femur fracture - degloving injury. Date of implantation: (B)(6) 2005. Date of revision: (B)(6) 2021. (Left knee) treatment: femur, tibial tray, and insert components revised. On (B)(6) 2005, the patient had a left cemented total knee arthroplasty to address osteoarthritis, end-stage with significant arthrofibrosis. Depuy components including depuy patella were used in this procedure. On (B)(6) 2021, the patient had a revision left total knee arthroplasty to address left periprosthetic supracondylar femur fracture. The patient had a fall and wanted to have significant osteoporosis. The surgeon observed a displaced and slightly comminuted supracondylar femur fracture and a degloving injury to the subcutaneous tissue proximal medial tibia and large subcutaneous hemorrhage. The tibial tray, insert and femoral components were revised. Competitor components were placed, along with depuy cement during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.